Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00591. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, upon inserting a px slim 90 degrees in the patient, the physician noticed that it was not the correct angle; therefore, it was exchanged for a px slim 45 degrees while advancing a ruby coil through the px slim 45 degrees, the px slim 45 degrees became kinked; this in turn caused the ruby coil to unintentionally detach within the px slim 45 degrees the px slim 45 degrees and detached ruby coil were removed from the patient and the procedure was completed using new ruby coils with a new px slim straight. There was no report of an adverse effect to the patient.